Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of an unspecified chemotherapeutic agent, at an unspecified rate, via a plum pump. After an unspecified length of time, it was reported that solution leaked "where the clear hard plastic connects to the soft plastic on the drip chamber." The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided, including if the solution that leaked was cleaned up according to the user facility's protocol.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.